Event description:
The facility representative reported a fail code 703 from customer. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.